Event description:
A flo-gard pump was reported as having been set up with a solution bag of lidocaine and tubing. Reportedly, the pump was noted to have uncontrolled flow of solution just after loading the tubing and prior to connecting the tubing set to the patient. According to the clinician, there was no patient involvement and there was no patient injury.